Manufacturer narrative:
This report is submitted on may 17, 2023.

Event description:
Per the clinic, the patient was treated with oral steroids (date and duration not reported) due to changes in the device performance.